Event description:
The haptic of the dib00 pre-loaded model intraocular lens (iol) was facing the incorrect direction. There was no patient contact with the iol. The suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: not applicable as there was no patient contact with the device. Section a-3a patient sex: not applicable as there was no patient contact with the device. Section a-3b patient gender: not applicable as there was no patient contact with the device. Section a-4 patient weight: not applicable as there was no patient contact with the device. Section a-5 patient ethnicity: not applicable as there was no patient contact with the device. Section a-6 patient race: not applicable as there was no patient contact with the device. Section b-3 date of event: unknown/asked information was not provided. Section d-6a date implanted: not applicable as there was no patient contact with the device. Section d-6b date explanted: not applicable as there was no patient contact with the device; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.